Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during a lead revision for the right ventricular (rv) lead, this right atrial (ra) lead become dislodged. An attempt to reposition the lead was made, however the helix could not be extended. A new ra lead was not implanted. No adverse patient effects were reported.